Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent a breast augmentation revision with an unknown mentor saline on the left side, and mentor smooth round moderate plus profile, 325cc breast implant on the right side experienced bilateral breast pain postoperatively. The patient reported that on her right side she has been feeling, more pain than the left side, and the health care professional was not able to know the reason. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.